Event description:
Rptr sent an e-mail to hdc demanding the recall of the 2 fr catheters. They claimed that they knew of a related death case in 2003, and that personally knew of another pt who died in 2004. When hdc asked for specific info for both cases, they stated that they needed to get the clearance from their lawyer before speaking to hdc.